Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was passing out intermittently over 24 hours. It was further reported that the right atrial (ra) lead exhibited high thresholds and increased thresholds. It was also reported that the right ventricular (rv) lead exhibited unstable and increasing thresholds. The leads were inactivated and replaced. No further patient complications have been reported as a result of this event.